Event description:
It was reported by service report that there was no functionality to the footboard or either siderail. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: main footboard module was damaged and fluid had ingressed inside.